Event description:
Bipolar device being used on patient right lower leg. Provider was using bipolar tip and a 2mm plastic tip off bipolar device broke off. Unable to find the tip. X-ray of no use since the tip is not metal. There was no patient complication.